Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the device fell apart-unattached, identified during service and repair, was confirmed. The assignable root cause of the detached turn knob was determined to be traced to device design, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear. H6: service history review: a service history review was performed which indicated that the failure code is relevant to the current complaint condition which has been escalated to CAPA. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery oscillator device failed visual inspection due to detached turn knob. It was further determined that the device did not function at all and the resistance of the mode switch was found to be too low. It was further determined that the device failed pretest for general condition, check positioning of saw head, check function of device, check oscillation frequency with frequency meter and mode switch-test. It was noted in the service order that during pre-surgery, it was discovered that the device did not work properly. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.